Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image likely disappeared when the connector was distorted. The worn scope connector lock was likely a result of deterioration from long-term use, or the user attempted to pull out the video connector without lowering the lock lever which would have caused the scope connector to wear and resulted in a symptom of unlocking. Additionally, the device was manufactured more than 5 years ago. The following information is provided in cv-190 operating instructions for installing and removing the video connector: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. Push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down. When an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder. If disconnecting the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down, place it on the side of the scope cable holder."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation damage to the rear panel was noted. Additionally, the lock latch on the video connector was worn out and missing a fastener which was causing the loss of image when the pigtail was repositioned. Olympus went over the findings with the user facility, installed a new video connector, rear panel, and included a software upgrade. The unit was successfully tested and was returned to the user facility. Upon investigation completion, a supplemental report will be provided.

Event description:
The user facility reported issues with the image and video connectors, which was discovered during preparation for use. It is unknown if the intended procedure was completed. No consequences or patient impact was reported. During evaluation image loss was confirmed.